Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with itching, redness, inflammation, and hives extending beyond the patch perimeter. It was noted the skin reaction spread from the back of the patient¿s arm to the front of the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. The patient self-treated with over the counter benadryl and placed and ice pack on the area. She also consulted with her doctor and was prescribed a medrol pak (oral steroid). The patient reported after two days of taking the prescribed medication, the reaction subsided, and the patient felt relief. The patient was in good condition at the time of report. No additional event or patient information is available.